Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. As received, the front and rear response buttons were non-functional. Upon investigation, glue was found on the response button, damaging the switches and preventing the proper functioning of both response buttons. The investigation determined that the glue was likely applied by the patient during use. The root cause for the damaged switch was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor response buttons weren't working.